Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval (B)(4) study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully. On (B)(6) 2012, the patient experienced exacerbation of her asthma with symptoms including chest tightness, cough, and wheeze. The event was treated with a prednisone taper and azithromycin. The azithromycin was prescribed as a precautionary measure due to the patient's medical history. On (B)(6) 2012, the patient was initially sent to the emergency room (ER) for IV therapy. However, the patient was admitted into the hospital due to the frequency of the required nebulizer treatments. The patient was noted to be "doing better" on the morning of (B)(6) 2012. The patient was discharged from the hospital on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.15; fev1 % predicted: 95.98; fvc: 2.84; fvc % predicted: 104.03; post-bronchodilator: fev1: 2.27; fev1 % predicted: 101.34; fvc: 2.90; fvc % predicted: 106.23. **event clarification and additional information received since (B)(4) 2012** on (B)(6) 2012, the patient experienced exacerbation of her asthma with symptoms including chest tightness, cough, and wheeze. The event was treated with nexium, a prednisone taper and azithromycin. The azithromycin was prescribed as a precautionary measure due to the patient's medical history. On (B)(6) 2012, the patient was initially sent to the emergency room (ER) for IV therapy. However, the patient was admitted into the hospital due to the frequency of the required nebulizer treatments. Additionally, she showed no signs of improvement in her chest tightness and wheezing. The patient was noted to be "doing better" on the morning of (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the event of asthma exacerbation resolved.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch 080210-104 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully. On (B)(6) 2012, the patient experienced exacerbation of her asthma with symptoms including chest tightness, cough, and wheeze. The event was treated with a prednisone taper and azithromycin. The azithromycin was prescribed as a precautionary measure due to the patient's medical history. On (B)(6) 2012, the patient was initially sent to the emergency room (ER) for IV therapy. However, the patient was admitted into the hospital due to the frequency of the required nebulizer treatments. The patient was noted to be "doing better" on the morning of (B)(6) 2012. The patient was discharged from the hospital on (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. (B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). Study source: (B)(4) evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.